Event description:
It was reported that the patient had an overdose in 2009. It was noted that this resulted in a "horrendous" emergency room visit. It was reported that the emergency room doctor stated her "dosage was way too high." It was stated that fentanyl and bupivacaine were being used in the system at the time of report, though it was unconfirmed whether these were in use in 2009. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported further detail of the initially reported overdose event. The patient had an event in 2009, where the patient stated that she 'accidentally od'd.' The event was something per the reporter, which happened over a period of time. The patient had taken too many medications and attributed the event to a gradual build-up of the medications, over a month. The patient went to the emergency room (ER) and was unconscious. The patient stated over that month period, it was like she was 'drunk' and it was 'more of a blackout.' The ER healthcare provider (hcp) directed the patient to talk to the pain medication management hcp about the level of medication over and above the pump. The patient attributed the overdose event to the hcp and stated she 'was in a coma for like 10 days, was unconscious and wasn't supposed to live.' The patient said she was on the 'massive dose of all kinds of things' but that she 'did not take more than allowed.' The patient noted demanding to see the medication management hcp regarding the 'overdose,' and that following that event noted dissatisfaction with the hcp. The patient later reported further detail, noting being unaware of being 'out of it' for a whole month, and that she may have forgot at times whether she took her oral medication, so she may have taken it again and taken additional doses. The overdose episode was reported to be in (B)(6) 2009. The patient attributed the event to both the oral medication in combination with the medication in the pump. The medication in the pump at the time of report was fentanyl. It was not clear what the oral medications or the pump medications were at the time of the event. A follow up report will be sent if additional information becomes available.

Event description:
Additional information was received. It was reported that there was no documentation for this event by the patient's physician. However, it was noted that the patient had visited the emergency room for a psychotic episode.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709, lot# l75111, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).